Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ and number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." The following sections could not be completed. Date of event - as there were two different occurances. The dates are as follows: (B)(6) 2009 - unsuccessful revision, no products removed. (B)(6) 2009 - revision procedure to remove and replace with new products. This report is number 3 of 7 mdrs filed for this event (reference 1825034-2013-02782 / 02788).

Event description:
Legal counsel for the patient reported that the patient underwent left total hip arthroplasty procedure (B)(6) 2008. Legal counsel for patient reports allegations of pain, discomfort, soreness, dysfunction, loss of range of motion, elevated metal ion levels and metallosis. Subsequently, legal counsel for patient reports allegations of an unsuccessful revision procedure on (B)(6), 2009 where surgeon was unable to remove all components. It is reported that the revision procedure was postponed until receipt of additional components. A reported revision procedure was performed (B)(6) 2009 where the head, adapter and cup were removed and replaced. Legal counsel for patient alleges a further revision was performed (B)(6) 2013 due to alleged subluxation and near dislocation. The head, adapter, liner and cup were removed and replaced. No further information has been provided. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.